Event description:
The customer reported that their device would no longer power on. The customer indicated that both batteries are installed into the device and they both are at full charge. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.